Event description:
Related manufacturing reference number: 2017865-2024-72408. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Post fixation, it was noted that the lp exhibited high impedance and intermittent capture. The lp was repositioned with the same results. The lp was then removed and the patient experienced a drop in blood pressure along with endocardial tissue on the helix. A pericardiocentesis and open heart surgery were performed. The patient was stable.

Manufacturer narrative:
The reported event of high impedance and capture issue were not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was out of specifications consistent with procedural damage. Further analysis performed, pacing lead impedance (pli) measurements, and output verification which showed normal device characteristics without any anomalies contributing to reported events. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.